Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a very fibrotic arteriovenous fistula. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. During the inflation, the balloon ruptured without reaching the rated burst pressure. The procedure was completed with an alternate device. There were no patient complications as a result of this event.